Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at omsc, it was found that there was reddish brown foreign substance on the air/water nozzle. There was the possibility that the insufficiently or inappropriately reprocessed subject device had been used next procedure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. As a result of component analysis of the reddish-brown foreign substance, organic silicon, carboxylic acid and oxidation products were found. It was presumed that organic silicone was antifoaming agent, carboxylic acid was residue of chemicals and/or tap water, and oxidation products was rust of the air/water nozzle due to chemicals and so on.